Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-04-05. Data for the described event date of 2024-04-10 was reviewed. The last infusion set change before the review date was 2024-04-05 while the last cartridge change was on 2024-04-08. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. The ilet report shows the user's cgm glucose in range but above target in the late evening prior to the hypoglycemic event. A period of hypoglycemia on 2024-04-10 lasting approximately 1 hour and 10 minutes. The cgm glucose reaches 65 mg/dl at 1:30am and remains low until 2:40pm. The cgm glucose nadir was 43 mg/dl with a total time less than 54 mg/dl of 15 minutes. Prior to the low event, insulin dosing was suspended when the cgm glucose was 85 mg/dl and remained suspended throughout the period of hypoglycemia. No evidence of device malfunction were found in the engineering logs. The ilet appropriately triggered all low glucose alerts and was not seen making additional basal requests for insulin delivery throughout the low event. The ilet did not resume basal delivery requests again until after cgm glucose readings were at least 100mg/dl. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. It appears that the user may have eaten uncovered carbohydrates late in the evening which led to a glycemic excursion above target and more frequent insulin dosing to bring the cgm glucose closer to target resulting in hypoglycemia. Failure to hear and respond to low glucose alerts resulted in prolonged hypoglycemia and the severity of the event.

Event description:
On 4/10/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 4/10/24. The cds spoke with the user's daughter who reported the user's bg went low at around 1am - 2am. The ilet did give off an alarm but the user did not address it. The daughter stated the user likely fell asleep. The user's bg went down to 43 mg/dl. The user could not be awakened, and the daughter could not find the user's glucagon. As a result, the daughter called 911 and the user was admitted to the hospital. Multiple follow-up attempts by beta bionics to obtain additional information from the user have been unsuccessful.